Event description:
Complainant alleged that the staff was attempting to internally defibrillate a 75 yr old male pt during surgery. As they were preparing the pt to be taken off bypass. The staff charged the defibrillator four times, and four times the internal paddles would not discharge. The staff switched to another set of internal paddles, and successfully converted from ventricular fibrillation to regular sinus rhythm. There was no adverse effect on the pt.